Event description:
It was reported that post coronary stenting treatment procedure, stent damage and patient death occurred. Same case as MDR ID# 2134265-2012-01587. The 90% stenosed, mildly calcified lesion was located in a non-tortuous left main. The lesion was pre-dilated with a 2.5mm x 15mm apex balloon and a 3.50x20mm promus element plus stent was deployed at 12 atms. The stent was post-dilated with a 4.0mm nc quantum balloon. While attempting to go through the implanted stent with an icross imaging catheter, the imaging catheter caught the edge of the 3.50x20mm promus element plus stent and caused stent damage. A 4.0mm x 16mm promus element plus stent was placed within the damaged stent to complete the procedure. The 4.0 x 16 promus element plus stent completely covered the damaged stent proximally back to left main ostium. The physician completed the procedure with this device. No further patient complications were reported and the patient's status is fine. The following day, the patient died. The exact cause of death is unknown.

Event description:
It was reported that post coronary stenting treatment procedure, stent damage and patient death occurred. Same case as MDR ID# 2134265-2012-01587. The 90% stenosed, mildly calcified lesion was located in a non-tortuous left main. The lesion was pre-dilated with a 2.5mm x 15mm apex balloon and a 3.50x20mm promus element plus stent was deployed at 12 atms. The stent was post-dilated with a 4.0mm nc quantum balloon. While attempting to go through the implanted stent with an icross imaging catheter, the imaging catheter caught the edge of the 3.50x20mm promus element plus stent and caused stent damage. A 4.0mm x 16mm promus element plus stent was placed within the damaged stent to complete the procedure. The 4.0 x 16 promus element plus stent completely covered the damaged stent proximally back to left main ostium. The physician completed the procedure with this device. No further patient complications were reported and the patient's status is fine. The following day, the patient died. The exact cause of death is unknown.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2012 dr. (B)(6) informed the bsc sales rep that the cause of death was presumed to be cardiac arrest from stent thrombosis. However, no autopsy was done to confirm the thrombosis. Additional information was requested from dr. (B)(6) and the medical records department and release of information department at the user facility; however, no information was able to be obtained due to the inability to identify the patient. (B)(4).